Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a change cartridge error occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge successfully and continued to use the pump for insulin therapy.